Event description:
Tubing leaking at needleless port (lower port) where medication drip "> extra line y'd/connected" into main line; k52 stopcock was turned off/occluding line, pump didn't alarm because tubing was leaking. The above happened in 3/03.